Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, because of the reported incident could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2013, fluoroscopy was performed and revealed that the right atrial lead was fractured. The lead was capped and replaced. The patient was in stable condition.